Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker device underwent a pocket revision due to leads were dislodged. Moreover, this pacemaker device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker device underwent a pocket revision due to leads were dislodged. Moreover, this pacemaker device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.